Event description:
The jindo wire was prepped in the normal way, using normal saline, and appeared normal when it was removed from its packet. The physician passed the jindo wire into the renal artery, but he was unable to pass a jomed renal artery stent, which was mounted on a smash pta balloon, over the jindo wire. The physician removed the jindo and noted the coating of the wire to be buckled up on the wire, thus preventing anything from being passed over it. The jindo wire had to be removed, and position in the renal artery was lost a new wire (unk make) was used instead. There was no report of any adverse effects to the pt. The product is available for eval and testing; however, it has not been received to date.